Manufacturer narrative:
H10: this device came in for a recall. The device was evaluated and repaired through the service repair process. During the service investigation the plunger gripper recall and syr watchdog recall were completed. The proximate cause of the customer report of gripper being stuck was determined by service to be due to a syringe/pca recall action item. The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. There was no reported patient injury. The device is used for therapuetic purposes.

Manufacturer narrative:
Cont¿d from: z-0322-2018, z-0323-2018, z-2879-2016. The proximate cause of the gripper being stuck was determined to be due to a syringe/pca recall action item. The lower housing was replaced to address this issue. The proximate cause of the syringe watchdog issue was due a software issue which required a software upgrade. The proximate cause of the flange gripper, front case, and rear case component issues was reported by service to be due to wear. The proximate cause of the right iui, tube drive, and wiper seal component issues was reported by service to be due to maintenance issues.

Event description:
The device was damaged.